Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and cracked and bleeding on lcd glass.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir tube lip broke and o-ring fell out. Customer glued and taped o-ring back. Customer does not know how damage occurred, it was taken out of the pocket this way. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.